Event description:
It was reported that after a da vinci-assisted subtotal gastrectomy surgical procedure, the tip of the harmonic ace instrument was separated. The instrument was removed and replaced with a backup instrument. Following this, the user continued and completed the procedure with no further issues. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter verified that a fragment fell into the patient during the surgery, and it was successfully retrieved in the same procedure. The fragment was compared to the instrument to ensure that there were no missing pieces. The instrument was used for 2 hours before the issue occurred. The reporter confirmed that the instrument did not collide with any other instruments. The instrument was removed, and the wrist was straightened prior to the removal. The reporter confirmed that the surgeon did not feel any resistance upon removal of the instrument through the cannula. The reporter confirmed that the staff did not notice any damage to the cannula after the event. The reporter confirmed that there was no patient injury. The reporter confirmed that the fragment was visually confirmed to match the broken part of the instrument. No additional surgical procedure was required to remove the fragment and no post-operative tests were required to check for remaining fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken at the base. A piece approximately 0.09¿ x 0.491" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.